Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient the patient had become faint as a result pacing inhibition due to oversensing by the right ventricular lead. A fracture was identified. The lead was successfully capped and replaced.